Event description:
Add'l info received 12/20/96. It was reported that the device was spitting staples and then it jammed. Tm

Manufacturer narrative:
H6; code 100: the instrument was received with the tube bent, which caused the rotating head housing to break and the weld to yield. The weld was examined and was found to have been sufficient. B5: correction to date the add'l info was received. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported instrument to spit staples and then to jam during surgery. The instrument was received with a broken head housing and with the tube bent downward. No functional testing could be performed due to the instrument's physical condition. No conclusion could be reached as to how this damage to the instrument may have occurred. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument?s rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing.